Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2038 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. A95863) for female sterilisation. The patient had a medical history of allergy (nickel - rash aspartame and phenylalanine ¿ food allergy - dizziness, headache, visual disturbance bee venom ¿ swelling saccharin ¿ food allergy ¿ headache shellfish allergy ¿ food allergy ¿ anaphylaxis), obesity, restless leg syndrome, live birth (2), parity 2, gravida ii, pelvic pain female, dysmenorrhea, hyperlipidemia, headache and abnormal uterine bleeding. Previously administered products included: mag-ox and zoloft. The patient had a family history of mental disorder and ex-smoker. On (B)(6)2013, the patient had essure inserted. On (B)(6) 2019, 2048 days after essure insertion and 10 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral laparoscopic salpingectomy (n/a) cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no on deployment it was noted that there 2 coils protruding from ostium attention was then turned to the left ostium, which in a similar manner was cannulated using the essure device. It was applied for vertical. On deployment there were 3 coils noted to be protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.856 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: hysterosalpingogram indication: fertility testing, evaluate fallopian tubes. Findings: the uterus demonstrates normal contour and morphology without filling defect. The micro inserts from essure procedure appear appropriately positioned. There is occlusion of the fallopian tubes bilaterally without free spill of contrast into the peritoneal cavity. Impression : bilateral tubal occlusion [pathology test] on (B)(6) 2019: surgical pathology report: specimen : uterus, uterus, cervix, bilateral fallopian tubes final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus: - proliferative endometrium with few foci suggestive of adenomyosis. Serosal surface with foci suggesting endosalpingosis and benign inclusion cyst. Cervix: nabothian cyst formation. Fallopian tubes: paratubal cyst formation. No malignancy identified. Gross description : the attached left fallopian tube with fimbria measures 7.5 cm in length and up to 0.6 cm at in diameter. The lumen exhibits a soft silver coiled wire medical device consistent with essure at the proximal edge at the cornu measuring 2.7 cm in length and 0.2 cm in diameter. The attached right fallopian tube with fimbria measures 8.0 cm in length and up to 1.0 cm in diameter. It exhibits a para tubal cyst. The lumen contains a soft silver coiled wire medical device consistent with essure measuring 2.5 cm in length and up to 0.2 cm in diameter at the proximal edge at the cornu. Quality-safety evaluation of ptc: for essure: a95863 the most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number and expiry date added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2038 days after essure insertion, she underwent surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.